Manufacturer narrative:
The tsh values were all slightly above the normal reference range of the assay (0.27-4.2 iu/ml). The investigation reviewed the calibration and qc data which were within specifications. No issue was detected. A general reagent issue can be excluded. The investigation did not identify a product problem.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys tsh assay on a cobas e411 immunoanalyzer serial number (B)(6). Initial result: 4.88 uiu/ml with a data flag (tested on the same cobas e411 analyzer) 1st repeat result on (B)(6) 2023: 5.00 uiu/ml with a data flag (tested on the same cobas e411 analyzer) 2nd repeat result on (B)(6) 2023: 4.48 uiu/ml with a data flag (tested on a different cobas e411 analyzer). The questionable result was reported outside the laboratory. The physician questioned the result as it did not match the patient's clinical status. Based on anamnesis, clinical picture, and ultrasound, there are no signs of thyroid disease. The patient had normal results for indicators of thyroid function tested in a different facility in (B)(6) 2022. The physician mentioned that the thyroid was not enlarged.

Manufacturer narrative:
Investigation is ongoing.